Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'ec345' was not reproduced. A review of the event history log revealed ec345 (thermistor disparity) messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of this condition was undetermined as the device tested within specification. Should additional relevant information become available, a supplemental report will be submitted.